Event description:
Rep reported that patient is scheduled to have revision on (B)(6) 2025. The cause was not determined. Patient had not charged device in months and did not have his recharger charged either. No actions were allowed since both recharger and ins were deleted patient did not want to attempt recharging to confirm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the devices were discarded after the revision surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID 3778-45 (serial: (B)(6)); product type: 0200-lead; product ID 3778-45 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient (pt) came in on (B)(6) 2025 and stated their ipg and leads were no longer working. Pt stated their remote and paddle were replaced but still not able to charge their ipg. Patient did not charge remote so rep was unable to verify and was also unable to connect to ipg since patient had not charged in months. Patient stated they had informed another rep but was unaware of date. Rep asked patient what symptoms they had when pt claimed device stopped working and stated they couldn't remember. Pt stated no falls or accidents. Rep asked patient if they had any MRI in which they may have not turned off the ins and pt said they didn't recall any. Rep explained to patient that if ipg was depleted it would take time to "jump start" ipg and pt stated they tried but did not recall how long they waited. When rep asked if pt could try again, patient stated they did not want to since they did that before with no success. Patient did not have many answers to what may have caused issue. Patient mentioned they have had multiple replacements. Patient is being scheduled to get both leads and ipg replaced. Rep indicated they would send any further information as they become aware.